Manufacturer narrative:
(B)(4) - sole coming off of slipper. The product has been requested to be returned but has not been received. (B)(4).

Event description:
Customer claims that the material and sole is separating on the non skid slippers while in use on a patient in their home. There was no patient injury reported.